Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased sensing integrity counter (sic) and a jump in r wave sensing values on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was noted on the rv lead. The lead was reprogrammed.